Event description:
The ipp device was implanted, details not provided. On 5/22/97 ipp was removed from the pt and a malleable device was implanted due to "malfunction fluid loss right cylinder rupture."